Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that no current failures were visible on the station but confirmed with the customer that the drawers had previously failed and recovered upon arrival. Additionally, the fse powered down the station, opened the back panel, and reseated the connections for drawer 3. The fse then rebooted the station and verified that the drawers were communicating properly, with successful inventory testing confirming normal operation. The system functioned as intended when the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an auxiliary drawer failure occurred. Auxiliary drawer 3 did not allow storage recovery despite multiple reboot attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.